Manufacturer narrative:
(B)(4). Date sent: 3/2/2018. Unknown. Batch # unk. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what is meant by clips not deploying properly? Not forming as b. Was device difficult to fire? ¿ yes . Were clips malformed? ¿ yes. What is meant by ratchet not working properly? ¿ sound was different as deploying. Was there any patient consequence? No.

Event description:
Clips not deploying properly. Ratchet mechanism not working properly. Used a different device from another lot number and worked fine with the new lot number.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the ratchet mechanism work as intended and the jaws open and close without any difficulties. In addition the device locked out as intended and no noise was heard. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.